Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system had broken drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system had broken drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that matrix drawer 2.2 would not open. A field service engineer logged into the hardware test application and successfully opened the drawer, confirmed that all sensors and the latch were operational. After shutting down the station, inspected the cables at the back of the drawer and found no damage. A successful drawer test was completed, and replaced the worn-out keyboard cover, ensuring it was securely fitted. The system functioned as intended after the field service engineer repaired the device.